Event description:
Literature "experience with a modular peek system for cervical vertebral body replacement" by konig sa1, spetzger u reported "the authors performed 13 one-level and 7 two-level corpectomies; from the letter group there were 2 revision cases (10%) with implant dislocation. Four cases (20%) of secondary subsidence of the implant were observed radiographs 12 months postoperatively; in all cases treatment remained conservative. Ten pts (50%) had excellent, 4 (30%) good, 2 (10%) satisfactory, and 2 (10%) poor outcome according to odom criteria. Due to a relatively high rate of secondary subsidence of the implant (20%) and secondary dislocation (10%) in combination to a poor to satisfactory outcome according to odom criteria in 20%, the authors do not recommend the use of this peek (athlet signus) implant for cervical vbr."